Manufacturer narrative:
This is a supplemental report filing as the complaint device was returned for evaluation. The unused and originally packaged 138114a goldline pencil was returned for evaluation. Visual inspection performed by a packaging engineer determined the seal was less than ¼". It appeared part of the device was in the seal during the sealing process of the form fill and seal machine. Dye leak testing determined this visual defect did not lead to a breach in sterility. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing (B)(4) units, this is the only complaint for this product and failure mode. (B)(4). This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported 138114a- goldline pencil is expected to be returned for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The distributor in (B)(4) rejected one 138114a for "insufficient heatseal". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user. The report is raised on the basis of a device malfunction with potential for injury with recurrence.